Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a graphical user interface (gui) safety audible alarm system (saas) issue. There was no patient involvement at the time of the reported event. The field service engineer inspected the device and replaced the gui alarm assembly. The field service engineer performed testing and calibrations and the device operated within the manufacturing specifications.

Manufacturer narrative:
Unique identifier (UDI) number added. Correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: the graphical user interface (gui) alarm was returned for failure investigation. A visual inspection of the returned part showed no anomalies. The part was installed into a failure investigation test ventilator for analysis. The ventilator powered up without errors or alarms. The ventilator was placed in normal ventilation mode for a minimum of 24 hour without any failures. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.